Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). Surgery to replace the magnet is planned but has not take place as of the date of this report, (B)(4) 2013.